Manufacturer narrative:
Asr revision due (B)(6) 2017; asr xl; right; reason(s) for revision: component loosening (cup), pain. Update - alert date (B)(6) 2017. Added correct cup lot number and manufacture date - see attachment dated 23 march 2017 (B)(6) 2017. Update: june 21, 2017: additional information received from crawford. Added reason(s) for revision: component malalignment. This complaint was updated on july 6, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due (B)(6) 2017; asr xl; right; reason(s) for revision: component loosening (cup), pain. Update - alert date 23 march 2017. Added correct cup lot number and manufacture date. Update: june 21, 2017: additional information received from (B)(6). Added reason(s) for revision: component malalignment.